Event description:
Device report from the (B)(6) indicates, the screwdriver stardrive shattered during final tightening of locking caps. Device broke into several pieces leaving shards of metal in the pt despite being used with a torque limiting handle.

Manufacturer narrative:
Device is not distributed in the united states. Device received at synthes gmbh and is in the eval process, no conclusion can be drawn.